Event description:
It was reported that device and lead were removed due to patient discomfort. A new system was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.